Manufacturer narrative:
Results of investigation: the carefusion field service representative evaluated the unit and found a note on it that stated constant leak. The leak was isolated to bad o-rings in the wye sensor receptacle. The o-rings were replaced and the performance checks were ran where the unit was meeting specifications.

Manufacturer narrative:
(B)(4). In the event the device is received for evaluation or additional information is received a follow-up report will be submitted. The customer did not provide patient demographics such as age, date of birth, gender, and weight. At this time, carefusion has not received the device from the customer. (B)(4).

Event description:
The customer stated that while on a patient in CPAP mode the unit started to alarm "circuit occlusion." The ventilator had been working for days correctly before the incident. When the alarm occurred, they troublshooted the circuit but could not clear the alarm so they switched the patient to a different ventilator and there was no harm to the patient.